Event description:
While taking care of a sick relative, reporter noticed that the thermometer reporter was using measured different temperatures depending on the order in which their temp was measured first or the other person's.